Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, making it impossible to interact with the device as the touchscreen was illegible. There was no adverse impact to the customer¿s blood glucose level. The pump was damaged as a result of being dropped, which led to this issue. Technical support resolved the situation by sending a replacement pump to the customer, advising them on steps to take upon receiving the new device, including updating the software and putting the old pump into storage mode before returning it to tandem. Customer reverted to an alternative method of insulin therapy.